Event description:
Pt had been implanted with infusion system for approx 1 year for treatment of non-malignant pain with dilaudid. Pt had pump emptied and refilled with saline due to episode of thrombosis and swelling. Pump was reactivated and refilled with diluadid, and pt was found dead 36 hours leter. There was no evidence of an infusion problem with the pump in the past. The medical examiner's report concluded that the cause of death was due to natural causes (heart disease), and that there were insignificant levels of dilaudid in the pt's bloodstream. The medical examiner also stated that the pump did not contribute to the pt's death.

Manufacturer narrative:
04/06/1998: g9-MFR report number has been corrected here and in header on page 1.